Event description:
It was reported that the patient came in for a normal device check and it was noted that the right ventricular (rv) pacing has been slowly and steadily rising. It was also reported that the patient is undergoing increased follow up once per month via device monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the physician felt the rv lead was failing due to the inappropriate rise in impedance and opted to explant it and replace it with a new lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows a gradual increase for min and max rv pace=448 to 784 ohms peak between (B)(6) 2010 and (B)(6) 2011. A partial lead was returned in segments and analysis found that the proximal conductor was fractured. It was also noted that the distal conductor was distorted and there was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had a cosmetic environmental stress crack (esc). The outer tubing was kinked/buckled and had an esc breach/breach (non-electrical). There was blood in/on the helix/lobe mechanism and tissue on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Weekly pace impedance trend data shows a gradual increase for min and max rv pace=448 to 784 ohms peak between (B)(6) 2010 and (B)(6) 2011. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase. Weekly pace impedance trend data shows a gradual increase for min and max rv pace=448 to 784 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the patient came in for a normal device check and it was noted that the right ventricular (rv) pacing has been slowly and steadily rising. It was also reported that the patient is undergoing increased follow up once per month via device monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event.